Manufacturer narrative:
The subject device was not returned to olympus for evaluation. A photo of the subject device is available which an olympus customer service staff took at the facility. The photo confirms that there were chipping of the adhesive and holes on the bending rubber. The manufacturing history record of the subject device indicates there was no anomaly with relating this event. The exact cause of the failure has not been conclusively determined at this time. It is likely caused by some mechanical stress generated between the trocar used in combination, such as inserting/ withdrawing of the device with the bending section angulated.

Event description:
After use of the subject device, the user facility found during cleaning that there were chipped-like parts on the surface of the bending rubber and adhesive site. Each of these parts is very small in size, however, it is unknown when and where they were missing. The user facility performed an abdominal irrigation and completed the intended procedure. There was no patient injury reported.